Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient experienced pain over the implantable neurostimulator (ins) site which started several weeks ago. It was noted the patient had muscle tightness and ¿knots¿ around the ins site. The patient reportedly used a vibrator to ease the pain by relaxing the muscles in the area. The patient reportedly would get electrical shocks around the implant when she used the vibrator to ease the knots and muscle. The patient reportedly had swelling in the area prior to several weeks ago, when the pain started/before the pain got worse. It reportedly had been ¿about at least a month.¿ it was noted the patient fell around the time when the pain started. The patient reportedly fell on her left, and the ins was on the right. It was noted the patient¿s hip felt bruised after the fall. It was reported that the main pain the patient had for the last 2 days were her back and at the ins site. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.